Event description:
It was reported that the subject device had an image that appeared foggy/flared/smeared but was independent of condensation. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to disconnection in cable unit, noise occurred, and no image was displayed. Additionally, water tightness was lost due to missing screws on plug unit (deformed). Based on the results of the investigation, the most probable cause of the identified failures was cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A device history review (DHR) of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.